Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to experience discomfort and swelling at the ipg site. The patient was later diagnosed with an infection at the ipg site. In turn, the patient's scs system was explanted. The patient was administered antibiotics via peripherally inserted central catheter to address the infection.

Event description:
Follow-up revealed the infection has resolved.